Event description:
It was reported by repair work order that one of the wheels on the cot was cracked into pieces which could effect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.